Event description:
It was reported that during a retrospective review of device data it was identified that during a shock delivery, this system recorded a code 1005 indicative of high, out of range shock impedance measurements greater than 145 ohms. This rv lead remains in service. No adverse patient effects were reported. Additional information received indicates that this rv lead exhibited high out of range measurements in all of four shocks delivered. Upon review, it was found that the rhythm accelerated from the vt zone to the vf zone after anti-tachycardia pacing (atp) therapy was applied. Then, the rate slowed to ventricular tachycardia (vt) after first shock, below vt after fourth. Troubleshooting options were discussed and recommended. Currently, this product remains in service and no additional adverse patient effects were reported. Additional information received indicates that this rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Device codes already updated.

Event description:
It was reported that during a retrospective review of device data it was identified that during a shock delivery, this system recorded a code 1005 indicative of high, out of range shock impedance measurements greater than 145 ohms. This rv lead remains in service. No adverse patient effects were reported. Additional information received indicates that this rv lead exhibited high out of range measurements in all of four shocks delivered. Upon review, it was found that the rhythm accelerated from the vt zone to the vf zone after anti-tachycardia pacing (atp) therapy was applied. Then, the rate slowed to ventricular tachycardia (vt) after first shock, below vt after fourth. Troubleshooting options were discussed and recommended. Currently, this product remains in service and no additional adverse patient effects were reported. Additional information received indicates that this rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that during a retrospective review of device data it was identified that during a shock delivery, this system recorded a code 1005 indicative of high, out of range shock impedance measurements greater than 145 ohms. This rv lead remains in service. No adverse patient effects were reported. Additional information received indicates that this rv lead exhibited high out of range measurements in all of four shocks delivered. Upon review, it was found that the rhythm accelerated from the vt zone to the vf zone after anti-tachycardia pacing (atp) therapy was applied. Then, the rate slowed to ventricular tachycardia (vt) after first shock, below vt after fourth. Troubleshooting options were discussed and recommended. Currently, this product remains in service and no additional adverse patient effects were reported.

Event description:
It was reported that during a retrospective review of device data it was identified that during a shock delivery, this system recorded a code 1005 indicative of high, out of range shock impedance measurements greater than 145 ohms. This rv lead remains in service. No adverse patient effects were reported.